Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "error! Head! And an alarm was sounded during use on a patient. User switched to another machine immediately. Patient status is not affected after the incident. (B)(4).

Manufacturer narrative:
The involved rotaflow drive [sn (B)(4)] was investigated by (B)(4) with (B)(4). They exchanged the electrical assemblies mc1 and mc2. Additional work was done: -adhesive point at the closure to fix the pump disposable part, -fastening the mast holder to the clamp profile, -o-ring between block and housing replaced, -exchange of the optical coding module. Execution of system and end test. Field safety engineer has been sent for investigation. In the service protocol ((B)(4)) the failure could be confirmed the defective part causing the error. System test performed according to service protocol. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).